Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the pt's husband reported that the pt had been experiencing elevated blood glucose and air bubbles in the insulin cartridge of the infusion device. The pt bolused 3 units of insulin at 6:00 am and at 2:30 pm her blood glucose measured 391 mg/dl and she bolused 5 units of insulin. The husband was assisted in priming air bubbles from the sys. He stated that the pt recently had abdominal surgery and has been eating less and she is taking additional medications. He stated that he lowered her basal rates from 0.8 u/h to 0.4 u/h. He was advised to consult the pt's physician regarding basal rate changes. Upon follow up in the next day, the husband stated that the pt's blood glucose is "in her normal range today".